Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - 1994; exact date unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00311).

Manufacturer narrative:
The outer dimension of the modular shell shows areas where the roughened surface has been marred. Small patches of bone are still evident on the shell, indicating fixation. The marred sections of the shell may have occurred during removal.this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00310-1 / 00311-1).

Event description:
It was reported that patient underwent total hip arthroplasty in 1994. Subsequently, a revision procedure was performed on (B)(6), 2012. The surgeon noted wear of the acetabular liner. The acetabular cup, liner and modular head were removed and replaced. Only the cup and liner were manufactured by biomet orthopedics. No further information has been provided to date.